Manufacturer narrative:
(B)(4) follow up report for device evaluation/additional information. Post investigation findings revealed the additional failure of barrel / flange damage. A device history record review was completed for provided material number 309657 and lot number 4178412. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample and one (1) picture sample were received for evaluation by our quality team. The sample was within the sealed package with damage to the barrel, most of the scale markings were missing, and the partial scale markings were extremely skewed. The conditions observed were non-conforming per product specifications. It is most likely that the observed defects resulted during the marking process. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Post investigation results indicate an additional failure of "damage to the barrel".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309657; batch # 4178412. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: please open a quality complaint for this bd product at. Here are the relevant event and product details: event date: 10-10-2024. Event description: ¿syringe measurements not printed correctly. Noted on a 3ml syringe stocked in c-locker. No other syringes found with the same issue at this time.¿ harm to team member or patient? No harm to patient or team member. Product name: itm-1120081 - syringe 3ml luer loc tip. Product ref: 309657. Lot number: 4178412. Photo of actual product is attached. Unknown if the physical sample is available to return.